Manufacturer narrative:
(B)(4).

Event description:
A change in therapy effect was reported initially on (B)(6) 2011. The pt was no longer getting relief like she did: experienced pain in catheter area, difficulty walking. The pain was near the catheter pathway, low back and was noticed "the other day". The pt had the pain issues last month but attributed it to something else. Since then she could only remember picking up her 35 lb grandson. Later on (B)(6) 2011 pt experienced soreness and swelling after MRI. It was reported that the MRI technician had to adjust settings as initially she had them stop the MRI because pt was experiencing extreme warmth over the pump location.